Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of attempting to remove air in the line and the line snapping apart could not be verified due to the product not being returned for failure investigation. The root cause of this failure was not identified as no product was returned. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that as lvp 20d 2ss cv had air in the line and snapped apart. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 20045928 it was reported opened pump to remove air in the line and the line snapped apart.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv had air in the line and snapped apart. The following information was provided by the initial reporter: material #: 2420-0007, batch #: 20045928. It was reported opened pump to remove air in the line and the line snapped apart.